Manufacturer narrative:
(B)(4). Insulin pump was not received in stuck manufacturing mode. Failure analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken reservoir tube lip cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer's insulin pump was damaged. Customer states that top ring and part of pump was broken off. Customer's blood glucose was 8.4mmol/l at time of incident. Insulin pump will be return for analysis.